Event description:
A malfunction alarm identified as malfunction 12 was reported without any notable events preceding it. There was no reported impact to the customer's blood glucose level, as the caller declined to answer questions about it. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappears, which the customer acknowledged and understood.